Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the burning sensation at the implant area was due to a change in activity and the issue was resolved. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was experiencing burning around the ins area and the burning was starting to get intense. The patient stated that she had decreased stimulation but was still feeling the burning sensation. It was noted that the burning occurred when the patient was leaning against a chair and when the patient would get up to walk. The patient also stated that she was sore from implanting surgery and wasn't touching the implanting area. The patient stated that the implanting area was getting better and healing. There were no further symptoms or complications reported or anticipated.